Event description:
Info received from customer through a medwatch report states: "event desc: pt was cardioverted in ICU. The machine delivered the set energy (100j) and there was a pause after the shock. Then the rhythm was lost via the paddles and we were unable to monitor the pt via the paddles. We did finally manage to get a rhythm via the leads. Pt converted to sinus rhythm. Biomed came up immediately following and did discover that the cable was faulty. The cable was removed and a new cable was attached. The cable was taken by biomed for further evaluation. They were able to duplicate error. Cable possibly part of recall. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure?: no" the note attached to the medwatch report states this is an adendum to an initial report filed on 1/22/09. Physio-control does not have any record of receiving the initial report. Notify date is currently listed as 03/03/2009.

Manufacturer narrative:
The device was not made available by the customer for evaluation by physio-control.